Event description:
Procedure: laparoscopic vertical gastrectomy. According to the reporter: the device would not fire. The surgeon converted to an open procedure and completed the surgery using an open gia device. The pt was found to have a fistula on the stomach. The surgeon stated that this fistula was not present on the scan but that it was detected when a dye (methylene blue) was injected. The surgeon was not certain what the cause of the fistula was but stated that it may be related to the manipulations performed while having difficulties with the endo gia universal xl.